Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis occurred. The 100% stenosed target lesion was located in the mildly tortuous and mildly calcified distal right coronary artery (rca). A 2.75x28mm synergy¿ drug eluting stent was successfully deployed. Nine days post procedure, stent thrombosis was noted. No further patient complications were reported.

Manufacturer narrative:
Describe event or problem and other relevant history updated. (B)(4).

Event description:
It was further reported that aspiration and plain old balloon angioplasty with a drug coated balloon were performed after the thrombus was noted. The patient's status was stable.